Manufacturer narrative:
This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this pacemaker was explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, engineering analysis of device data found that sensing of chronic high atrial rates had slightly decreased device longevity.